Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they have been having uti for 3 years permanently. Patient said it never goes away unless they are taking antibiotics, and the antibiotics have been changed, but it does not do anything anymore. Patient said they do not know what is wrong because the hcp does not want to see them anymore. The patient said that they were passed to the infectious doctor at the hospital in (B)(6) and their pcp, who every once in a month gives them antibiotics, and they do not want the antibiotics anymore. The patient said it has been 3 years and every single day they have had uti infections, and their urine smells awful. The patient said their uti is "burning ugly.". The patient said it was bad, and they surrendered, and they are tired. Patient said that the ins sometimes would hurt them. Patient said they had a fall a couple of times a year ago, and they do not know if the wires moved. The patient said that their hcp in az had retired. Patient said they want the implant removed. The agent sent physicians' listings. Agent redirected them to their hcp to discuss further.